Event description:
It was reported that the device was "broken". Additional information has been requested and is not available. No patient complications were reported and the patient status is unknown.

Manufacturer narrative:
(B)(4). Only the distal section of the catheter was returned. The hypotube shaft was broken. The break site was approximately 109.7cm from the catheter tip. A hypotube shaft kink was also identified approximately 104.7cm from the catheter tip. The exchange port was torn. This type of damage is consistent with excessive force being applied to the proximal end of the guidewire causing it to damage the guidewire exchange port area during the procedure. A visual and microscopic examination observed no damage to the balloon or blades. All blades were present and fully bonded to the balloon surface. The tip of the device was microscopically examined and no issues were noted with its profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).